Event description:
Subsequent to the initial MDR, a additional information was obtained. Updated awareness date based on awareness of correction needed as of (B)(6) 2021.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver would sometimes not provide alerts. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.